Manufacturer narrative:
(B)(6) 2015 11:02 am (gmt-5:00) added by (B)(6) ((B)(4)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system 4.3mm did not deploy, the surgeon attempted to deploy but it did not come out of the protective case. The hospital did not report any patient effects but the case was delayed for a short time until new device was opened and loaded. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly were returned inside the loading device. The blue slide lock was engaged and the white plunger not depressed on the delivery device. The analyzed failure to load was not reported by the account. Based on the received condition of the device the reported complaint ¿failure deploy¿ was not confirmed. (B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system 4.3mm did not deploy, the surgeon attempted to deploy but it did not come out of the protective case. The hospital did not report any patient effects but the case was delayed for a short time until new device was opened and loaded. ((B)(4)).